Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17027478 is 10885403227998. The customer's report of leaking below the upper fitment could not be confirmed because the product was not returned for failure investigation. The root cause was not identified.

Event description:
The customer reported that the tubing leaked below the pump segment while in use on a patient. There is no report of patient harm.